Event description:
The user facility reported that prior to a patient procedure; the hand control and auxiliary hand control of the 5085 table were not operating properly. The patient was transferred to another table and the procedure was completed successfully. No injuries, no significant delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the main hand control was not operating properly. The technician tested the auxiliary hand control and found it to be operating properly. The technician replaced the main hand control cable, calibrated the hand control, tested the table on all articulations and found it to be operating to specification. The technician also noted that the auxiliary foot pump was not operating properly, which can cause the auxiliary hand control to not operate properly. The technician replaced the auxiliary foot pump and bled the hydraulic lines of air. The table subject of this event is not under steris service contract; the table is being returned and replaced. Steris will complete in-service training upon installation of the new table.